Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 1699.3 mcg/day via an implantable pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2016. It was reported the patient experienced more spasms and felt like he wasn't receiving medication. The trouble shooting that was performed due to the symptom of increased spasms was the physician tried to aspirate the catheter and was unable to establish cerebrospinal fluid (csf) flow, therefore he replaced the entire catheter on (B)(6) 2016. The physician replaced the pump as it was believed the pump was nearing elective replacement indicator (eri). The issue was resolved. Patient status was alive - no injury. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The cause of the catheter issue was unknown and will be returned for analysis. There was no known issue with the pump other than the physician deemed it appropriate to change the pump at the same time as replacing the catheter.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter identified dark residue occluding the dispensing holes in the catheter body that was related to the event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.